Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects of hemorrhage and hypotension, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Article, titled: complications associated with percutaneous closure devices. [(B)(4)].

Event description:
This event is from a literature review identifying a prostar xl device used in one patient that may be related to: bleeding, hemodynamically unstable/hypotension, patient requiring packed cells, platelets, and manual compression. Specific patient information is documented as unknown. Details are listed in the article, titled: complications associated with percutaneous closure devices.